Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that post oxygenator po2 levels were consistently low at 5 liters per minute (lpm) at 100% fio2 while utilizing an xlung kit 230 for venovenous (vv) extracorporeal membrane oxygenation (ECMO) support (max po2 241 mmhg, min po2 101 mmhg). The low po2 levels were noticed when the circuit started being used, on 24nov2023. Upon follow-up it was confirmed that there was just one event. The po2 levels were found to be low on 24nov2023, and the circuit was replaced about 24 hours later on 25nov2023. However, in the initial reporting it was stated that the circuit was changed on 24nov2023 due to clots in the access line and a dp3 failure. The patient¿s cannula was cleaned, and the new kit was primed with normal saline. Upon follow-up it was confirmed that no clots were noted in the circuit(s), and there were no other issues up to the event of low po2 levels. Furthermore, it was reiterated that the kit was just changed once, and it was due to low po2 levels. There were no novalung console alarms that occurred in conjunction with the events. The patient experienced blood loss of about 200 ml or less. Upon follow, it was confirmed that the blood loss occurred as a result of the lone kit being changed out. A sample was reported to be available for manufacturer evaluation. Following the events, and due to the blood loss, the patient was administered a transfusion of packed red blood cells (rbc) to displace clear volume from the priming of the new circuit. The transfusion was performed to prevent hemodilution. The patient was said to be completely ECMO dependent, and a lower hemoglobin level would have affected their saturation.

Event description:
The investigation provided by the manufacturer contained an additional note regarding the event. In an email received on (B)(6) 2024, it was reported that the circuit was changed on (B)(6) 2023. The provided data for the post-oxygenator po2 shows that the po2 was decreasing from (B)(6) 2023 at around 18:00 within 12 hours, to approximately 180 mmhg. Between (B)(6) 2023 and (B)(6) 2023 at around 15:00, the post-oxygenator po2 was between 260 mmhg and 100 mmhg. The post oxygenator increased to approximately 560 mmhg on (B)(6) 2023 between 15:00 and 18:00.

Manufacturer narrative:
Additional information: b5, d4, d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The oxygenator had been rinsed, and there was minimal blood residue visible on the outside. There were no clots or large amounts of blood residue observed within the device. The testing of the gas exchange performance showed that the oxygen transfer rate was 41 ml/min (limit: 36 ml/min) and the measure transfer rate for co2 was 120 ml/min (limit 111 ml/min). The measured gas exchange performance met the acceptance criteria. A review of the device history record (DHR) was performed. No nonconformities were observed during the manufacturing process. There were quality events mentioned on the release certificate, but they were not related to the failure pattern at hand. The performance test as part of the release testing met all required specifications. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. In conclusion, examination of the complaint sample did not reveal any defects. The performance test showed that the oxygenator was within the product specification for gas transfer. A definitive cause for the reported problem could not be determined. Due to the increased number of complaints describing a low post-oxygenator po2 value, a CAPA was opened for further investigation.

Event description:
It was reported that post oxygenator po2 levels were consistently low at 5 liters per minute (lpm) at 100% fio2 while utilizing an xlung kit 230 for venovenous (vv) extracorporeal membrane oxygenation (ECMO) support (max po2 241 mmhg, min po2 101 mmhg). The low po2 levels were noticed when the circuit started being used, on (B)(6) 2023. Upon follow-up it was confirmed that there was just one event. The po2 levels were found to be low on (B)(6) 2023, and the circuit was replaced about 24 hours later on (B)(6) 2023. However, in the initial reporting it was stated that the circuit was changed on (B)(6) 2023 due to clots in the access line and a dp3 failure. The patient¿s cannula was cleaned, and the new kit was primed with normal saline. Upon follow-up it was confirmed that no clots were noted in the circuit(s), and there were no other issues up to the event of low po2 levels. Furthermore, it was reiterated that the kit was just changed once, and it was due to low po2 levels. There were no novalung console alarms that occurred in conjunction with the events. The patient experienced blood loss of about 200 ml or less. Upon follow, it was confirmed that the blood loss occurred as a result of the lone kit being changed out. A sample was reported to be available for manufacturer evaluation. Following the events, and due to the blood loss, the patient was administered a transfusion of packed red blood cells (rbc) to displace clear volume from the priming of the new circuit. The transfusion was performed to prevent hemodilution. The patient was said to be completely ECMO dependent, and a lower hemoglobin level would have affected their saturation.

Manufacturer narrative:
Additional information: h10 (clinical review completed.) The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: due to the patient¿s need for increased sweep gas flows, it can be presumed that either oxygen delivery may have been hindered to the oxygenator membrane or the patient may have had an intrinsic physiological oxygenation deficiency evidenced by a diagnosis of refractory ards requiring 90+ days of ECMO support. Despite the patient¿s suboptimal oxygenation, their oxygen levels remained within normal limits throughout this event without deleterious effect. Additionally, blood loss is a known inevitable consequence of a required ECMO oxygenator exchange that results in minimal blood loss that is typically less than a standard blood donation. Presently, there is no compelling evidence this event was due to a deficiency or malfunction of any fresenius/ xenios product(s) or device(s). Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius/xenios product.